Event description:
It was reported that they stated that they would like to send this device in for the 2000 hour service and a loaner. Device was not cooling patient to target temperature(tt) 93.9f. Patient temperature(pt) currently 98.4f. Nurse confirms device had been alerting, but not sure of alert/alarm number. Event log shows device had been giving alert113 reduced water temperature control). System diagnostics value t1 84.4f t2 84.4f t3 84.4f t4 39.2f, water flow rate(wfr) 2.7 l/m, inlet pressure(ip) -7.1psi, circulation pump command(cpc) 74%, mixing pump command(mpc) 100% and heater 0 system hours 2152.8 pump hours 1911.7. Advised to swap out device and send this one to biomed labeled 113. Nurse confirms they have no other devices to utilize and sn (B)(6). Per sample evaluation results on 29apr2024, it was reported that the arctic sun device tank seals lifted from the tank.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed mixing pump. The device was evaluated upon receipt. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The actual/suspected device was inspected.